Event description:
During a cataract extraction procedure, when this unit was activated, the electrocardiogram machine being used at the same time was interrupted and sounded an alarm. The system module and handpiece being used were exchanged and the procedure was able to be finished. There was no pt injury.